Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit passed self test. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR. Action act.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 97 mg/dl. No significant events leading to the keypad issues were observed. The device will not be returned for analysis.